Manufacturer narrative:
Review of the history log from the customer's system showed multiple occurrences "sample aspiration" and "aspiration" errors. Customer complaint data was reviewed and no adverse or non-statistical trends were identified. The architect system operations manual was reviewed and was found to adequately address the issue. Information is provided for elevated results, erratic results, and aspiration errors. The investigation did not identify a malfunction or deficiency.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that an elevated potassium result of 151.3 mmol/l was generated by the architect c4000 analyzer. The sample was repeated and a result of 3.7 mmol/l was generated. The elevated results were not reported. There was no report of impact to patient management.